Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply connections were cleaned and the gib and ffb were reseated. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed an intermittent x-ray disabled error message and went down. This resulted in a loss of fluoroscopic x-ray functionality. There is no report of pt injury associated with this event.